Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
A portion of a lead which had been explanted electively was returned to the manufacturer. Product analysis of the lead portion revealed abraded openings on the outer and inner silicone tubing of the lead coils. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.